Manufacturer narrative:
H3, h6: the position motion controller was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed. Fdm b01, fdr c02, and fdc d02 are applicable to the position motion controller analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. Scrolling bar for motion. Motion box in remote desktop was blank. Labview dash showed all 3 controllers as good. In dmc smart terminal, the representative could connect to the rotor and gantry controllers, but got dmc error 20- usb or ethernet communication error when representative attempted to connect to the positioner. Reseated ethernet cable at switch and controller, and then bypassed with a separate ethernet cable, with no change. Ordered and replaced positioner motion controller. Updated firmware, completed motion calibration. Completed system checkout. System was fully functional at the time and performed as intended. Concomitant medical products: other relevant device(s) are: product ID: b i71000443(pos mot ctrl namp) the following codes apply to product ID: bi71000443 (pos mot ctrl namp) fdm b17, fdr c20, fdc d15. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system was stuck in initializing please wait. The representative was part way through a calibration when the system became unresponsive and would no longer move. The representative rebooted the system and it became stuck in initializing please wait. There was no patient present.